Manufacturer narrative:
(B)(4). A 10 cm of catheter was returned sutured to the valve inlet. The catheter was evaluated and met specifications. The conditions of the complaint could not be duplicated by laboratory personnel. A review of the mfg records showed no anomalies. No impact to pt reported.

Event description:
It was reported to medtronic neurosurgery that a pt's symptoms did not improve after valve implantation. According to the report, a contrast study was performed and the valve's performance level was changed to 0.5, however, there was no improvement in the pt's symptoms. The pt's condition improved after revision surgery.